Manufacturer narrative:
On april 2, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation, the device was observed to be ruptured. Additionally shell abrasion was noted in the edge of the rupture. Gel bleed was no observed due the rupture. A shell abrasion/ rupture may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, gel bleed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 450cc and experienced bilateral gel bleeds and capsular contracture, baker grade 2 post-operatively, which were confirmed by a physician. As a result, the patient underwent removal and replacement with allergan implants on (B)(6) 2020. This report is for the left side device.